Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). At the patient's follow-up appointment the physician performed a cystoscopy and observed urethral atrophy and believed the atrophy was not a result of the device malfunction. The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Correction: including additional device components. Additional product component: model number/catalog number 72404127 and 72400024 serial number: null and null batch/lot number 1000073784 and 1000067303 model/catalog description control pump fgs iz and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). At the patient's follow-up appointment the physician performed a cystoscopy and observed urethral atrophy and believed the atrophy was not a result of the device malfunction. The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.